Manufacturer narrative:
Follow-up #1 date of submission 07/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: investigation revealed that the ok button was under responsive; all other buttons responded properly. A raised pad was found on the keypad flex under the ok button contact. Unrelated to the complaint, the battery compartment was cracked and the display was dim and discolored. Additionally, the audio bolus button cover was punctured.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the ok keypad button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.